Event description:
Study event. Device malfunction: difficult retrieval of an embolic protection system (epd) accunet, with recovery catheter #1. Time of malfunction: during accunet epd filter basket recovery. Symptoms/ae: none. It was reported that during a stenting procedure of the ric and during retrieval of the epd, "the shapeable retrieval device got caught on the struts of the stent, and had to be changed out of a soft retrieval device. After changing to a soft retrieval device, the accunet was successfully retrieved." No add'l info is available.